Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to sleeve side pierced as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve side pierced. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced the cannula breaking off or pulling out, and the sleeve falling off. The following information was provided by the initial reporter. The customer stated: it was reported that the needle came out of the side while in use, the needle came out of the side, while the rubber portion went into the lab collection tube.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced the cannula breaking off or pulling out, and the sleeve falling off. The following information was provided by the initial reporter. The customer stated: it was reported that the needle came out of the side. While in use, the needle came out of the side, while the rubber portion went into the lab collection tube.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.